Event description:
On 12/20/93 we were notified by the hospital that no audible alarm was heard when the pt was disconnected from the ventilator in the early hrs of 12/18/93. The pt was "bagged" and switched to another ventilator. The hospital stated although the pt had bradycardia, he/she recovered with no signs of compromise.